Manufacturer narrative:
Other relevant device(s) are: kit svc bi71000394 cblasy pwr traychg 16, lot #: unknown. A medtronic representative visited the site to evaluate the equipment. It was noted that there was a possible ias power tray fault. During troubleshooting, the 250vdc fuse on power tray shorted to chassis. System checkout performed. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the image acquisition system (ias) was turned on, it would not initialize and there was a beeping from the ias. The site rebooted with no resolve. This was reported outside of a procedure. There was no patient involved.

Event description:
Additional information was received. It was reported that the cause was due to a failed power tray. The issue was resolved by replacing the failed parts.

Manufacturer narrative:
H2: additional information was received. B5 has been updated. H2/d11: section d information references the main component of the system. Other relevant device(s) are: kit svc bi71000195 tray o2 ias power lot #: rev. 2: iec 180710542 d10/h2/h3: the power tray and enclosure power converter were returned for analysis however analysis has not been completed. Codes 4118, 3233 and 11 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the the power conversion enclosure and power tray were returned to the manufacturer for analysis. The power conversion enclosure passed bench testing. Installed into a test system, the system booted, motion, x-ray and communication all readied. Passed motion calibrations and gain calibrations. Multiple 2d and 3d images taken were successful. No fault found while under test. Visual inspection shows power tray assembly was electrically over stressed. Unable to system test due to over stressed assembly. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.